Manufacturer narrative:
D10 concomitant product: scd7a48, sonicision 7 dissector scd7a48 48 cm (lot #: 43410042x); scg7ab, sonicision 7 generator b scg7ab (serial #: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure, the dissector would not coagulate properly upon dissection and as a result, it caused bleeding on area that was worked on. It was asked if it was needed for the dissector to be changed but it was not changed by the surgeon. Same device was used throughout the procedure but it did not work properly and referred to bleeding. Haemostat patch was used. Blood transfusion was not required. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. The battery and generator will not be returned since it was used in previous case with same surgeon on same dissector batch and nothing happened. All worked ok with all items.